Event description:
Customer called to report that the no foam bottle was leaking no foam solution onto the unicel dxc 600 synchron system's hydropneumatic drip tray, and down onto the floor. Customer could not determine the exact source of the no foam solution leak. The field service engineer replaced the no foam bottle, which appears to have resolved the leak issue as no further leaking was observed. Customer stated that no erroneous patient results were generated; therefore, no patients were harmed. Customer did not state harm to instrument operators.

Manufacturer narrative:
The exact source and root cause of the leak could not be verified. However, the issue was resolved and no further leaking was observed once the field service engineer replaced the no foam bottle. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)